Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 7 of 9. Reference MFR. Report#: 3006705815-2018-01302, reference MFR. Report#: 1627487-2018-05421 , reference MFR. Report#: 1627487-2018-05422 , reference MFR. Report#: 1627487-2018-05423, reference MFR. Report#: 1627487-2018-05425, reference MFR. Report#: 1627487-2018-05426, reference MFR. Report#: 1627487-2018-05428 , reference MFR. Report#: 1627487-2018-05429. It was reported the patent developed an infection (location unknown) as such, the patient underwent surgical intervention wherein the entire scs system was removed. Cultures were taken and revealed (B)(6). The patient was prescribed oral antibiotics. Follow-up information revealed the patient sites look good. The patient will continue taking the antibiotics and will have lab work repeated in 1 month.

Event description:
Device 7 of 9: reference MFR. Report#: 3006705815-2018-01302; reference MFR. Report#: 1627487-2018-05421; reference MFR. Report#: 1627487-2018-05422; reference MFR. Report#: 1627487-2018-05423; reference MFR. Report#: 1627487-2018-05425; reference MFR. Report#: 1627487-2018-05426; reference MFR. Report#: 1627487-2018-05428; reference MFR. Report#: 1627487-2018-05429. Follow-up information revealed the issue has resolved.